Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure type: cholecystectomy. According to the rptr: when inserting the trocar near the umbilicus, the doctor hit the abdominal aorta resulting in the immediate need to open and repair the aortic laceration followed by the gallbladder removal. A vascular surgeon assisted in the vascular repair portion of the case. The product is not being returned as dr (B)(6) stated after the case that "I'm, not going to blame the instrument." There was bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was unanticipated tissue loss.